Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No pump error 63 alarms were noted in the pump history files and traces. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 63 alarm (variable #: 15) on the event date of (B)(6) 2023 at 17:11:09.000 due to a possible hardware error. Pump alarmed pump error 63 due to possible hardware failure with twi interface or with ad5161 chip. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and a cracked component on pcba 1. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Pump error 63 alarm was confirmed in the pump history files and traces due to a hardware error, problem isolated to the electronic assembly. Moisture damage was confirmed found on the force sensor and the battery tube. Found a cracked component on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63 . Troubleshooting was performed and customer can able to clear the alarm successfully and received request and complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue using the device and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.